Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that pacemaker required a password for interrogation. No interventions were made at this time. The patient was stable.

Event description:
New information received noted that the password required to interrogate the pacemaker was provided and the pacemaker was able to be interrogated.